Event description:
One patient with discrepant hcg results. Initial result 0.334 miu/ml, repeat 750 miu/ml. Erroneous result was reported, patient not adversely affected. Field service representative was unable to determine the cause, however, findings suggested a clotted sample. Performance tests were performed and within specification.